Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuffing the cystic duct in a laparoscopic cholecystectomy, a clip fell to the patient and was retr retrieved. There was tissue damage that leads to a bile leakage. Surgical time was extended by more than 30 minutes. The event was completed by reusing the clip. Due to the event, patient's hospitalization was prolonged by more than 2 weeks. Additional surgery is needed to correct the problem.